Event description:
It was reported that the marker strips and ventricular fibrillation (vf) counter indicates that shorter intervals were caused by what appears to be lead to lead interaction between a pre-existing competitor lead and the medtronic right ventricular (rv) lead. It was noted that noise sensing occurs with a change in r-wave morphology and in both tip to ring and tip to coil sensing configurations. The medtronic lead remains in use, while the competitor lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: competitor implantable pacing lead, implanted: (B)(6) 2013. (B)(4).